Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the surgeon doctor comments about the design of the medical device; it's not so good. He cannot use the device and he complains he rejects using the device." The device will be returned. There was no patient death, injury, or complications reported. Medical / surgical intervention was not required. Additional information received on (B)(6) 2015 from the distributor stated that the product failed during a procedure. The product was exchanged by the md. The patient was not injured.

Manufacturer narrative:
(B)(4). Device evaluation: returned for evaluation were a 30cc 7.5fr iab and spring wire guide (swg). Small areas of dried blood were noted on the bifurcate. No kinks were noted on the outer lumen. No damage or abnormalities were noted to the catheter. The one-way valve was tested and failed. A vacuum was pulled on the one-way valve and it did not hold for at least 1 minute and then 30 seconds five separate times. The seal of the one-way valve was analyzed under a microscope, and small specs of dried blood were noted on the seal. This can potentially impact functionality of the one-way valve. Once the seal was cleaned, the one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. The iab was submerged in water and leak tested. No holes or leaks were detected. Full inflation was achieved. The unit passed leak test. The iab was placed in the t-tube and connected to the pump for five minutes. No alarms were noted. A lab-inventory swg was inserted into the luer end of the iab. See other remarks section. Other remarks: resistance was noted approximately 68.5cm from the distal tip. The swg was able to advance by using forceps to push the swg beyond the point of resistance; no blood or debris exited with the swg. The central lumen was found slightly pinched beneath the outer lumen at the area of swg resistance. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: there was no specific reported complaint. The one-way valve was found not working to specifications because of dried blood found within the valve. This can potentially cause the bladder to unwrap prematurely. The central lumen was found pinched. As a result, the swg was not able to smoothly advance through the central lumen. The root cause of the one-way valve and central lumen issues are undetermined.

Event description:
It was reported that "the surgeon doctor comments about the design of the medical device; it's not so good. He cannot use the device and he complains he rejects using the device." The device will be returned. There was no patient death, injury, or complications reported. Medical / surgical intervention was not required. Additional information received on (B)(4) 2015 from the distributor stated that the product failed during a procedure. The product was exchanged by the md. The patient was not injured.